Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator was found to be in backup mode due to electrocautery. Programming changes were performed. The patient was in stable condition.